Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 341 mg/dl. The customer stated that the insulin pump alarmed several times and he was unable to bolus. The customer stated that his glucose level started to elevate and he was vomiting. The customer stated that he was in an accident prior to being admitted, but he was not the driver. Troubleshooting was performed. The programming on the insulin was correct. However, the alarm history revealed multiple no delivery alarms. The customer mentioned that the up and down arrows were responding intermittently. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.